Event description:
It was reported that the device was used during an unknown procedure. The device was dropping clips and/or scissoring. Another device was used to complete the case. There was no consequence to the patient.